Manufacturer narrative:
(B)(4). Report source-foreign- france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to fracture of the ceramic head.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were received but were not of adequate quality to be of benefit to the investigation so were not sent to a radiologist for assessment. However, the radiographs do show a femoral neck fracture of an unknown stem but do not show a fractured ceramic head. Medical notes were provided and reviewed which do not identify the model of the stem which fractured, they do identify a competitors cup, the symbios april cup. Symbios do utilise ceramic heads according to their literature and at this time, it is also unknown whether the reported ceramic head is from the symbios system or from zimmer biomet's. The notes state that the patient was standing at the time of the reported event. Root cause cannot be determined because there is no evidence of ceramic head fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery due to fracture of the stem neck. The stem is not a zimmer biomet product. The ceramic head was also revised.

Manufacturer narrative:
(B)(4). D10: unknown symbios april stem (not zimmer biomet product). This follow-up report is being submitted to relay additional information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.